Event description:
Report received of an over-delivery found during preventative maintenance testing. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no further information was available.